Manufacturer narrative:
The reagent lot number was 774862 with an expiration date of 30-jun-2025. The field service engineer found bubbles in the reagent pack and adjusted the mixing paddle. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable elecsys myoglobin stat results from the cobas e411 disk analyzer. The initial result was <21 ng/ml with a data flag and the repeat result from another cobas e411 disk analyzer was 136.9 ng/ml with a data flag (>100 ng/ml). The questionable result was not reported outside of the laboratory.